Event description:
During a cryoablation procedure, the balloon was not inflating. The catheter was replaced and the issue was resolved. There was no patient injury. When the device was returned, pressure testing revealed a leak through the guide wire lumen.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The returned device was visually inspected and functionally tested. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for 11 injections. The performance test showed a persistent error 50005 "leak detection". Pressure test revealed a leak through the guide wire lumen, however, the balloon integrity was intact with no breach observed. Dissection showed a (breach) hole on the guide wire lumen at 2.69 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found and investigation is in progress.